Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, severely scratched display window, very scratched case, broken reservoir tube lip, stained end cap sticker and damaged/scratched address label.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the pump fell on the cement and the display screen is completely smashed. Customer also reported that they are unable to see anything as it seems ink has spread everywhere and it is black. Customer's blood glucose at the time of the incident was 149 mg/dl. Product is expected to return.